Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the distal edge of the crimped stent were damaged, distorted and lifted upwards from the stent profile. A review of the associated batch records found the maximum crimped stent profile measured 0.0491¿ while a snap gauge (g4958) was used to measure the crimped stent od at the undamaged proximal portion; 0.0475". Both recordings are below the max crimped stent profile. It is likely the crimped stent may have encountered resistance and subsequent damage during advancement attempts through the guide catheter extension. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a kink within the strain relief section of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system during withdrawal attempts. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). A 12mmx4.00mm promus premier stent was used to treat the lesion. When the device was inserted inside the guidezilla guide extension catheter, it was noted that the stent got stuck at the collar part of guidezilla. The device was removed from the patient, and it was noticed that part of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). A 12mmx4.00mm promus premier stent was used to treat the lesion. When the device was inserted inside the guidezilla guide extension catheter, it was noted that the stent got stuck at the collar part of guidezilla. The device was removed from the patient, and it was noticed that part of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.